Event description:
It was reported that pump screen was dark and would not turn on, and button was extremely difficult to press and required multiple presses to activate screen. There was no reported impact to the customer¿s blood glucose level. Customer was guided through button troubleshooting steps, and was provided replacement pump, planned to use multiple daily injections as backup insulin therapy, was instructed to place malfunctioning pump in storage mode, reprogram pump settings and reconnect continuous glucose monitor on replacement device, and return problematic pump using prepaid label within 10 days.